Manufacturer narrative:
A getinge field service technician (fst) investigated the device in question. The fst observed the system and determined the level sensor was in need of replacement due to broken wire. The fst replaced the capacitive level sensor and replaced the backup sensor. Calibration, functional and safety tests were performed and all tests passed. Unit was returned to customer and cleared for clinical use. Most probable root cause could be determined as excessive bending of the connection cable causing a cable breakage. Thus the failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was stated that the hl 20 level sensor was non functional. No patient was involved. Complaint# (B)(4).